Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a study to compare the complexity of de novo pvi procedures in obese vs nonobese patients, with a particular focus on periprocedural sedation. One patient had a cardiac perforation leading to death, seven patients had phrenic nerve palsy (pnp), two patients had femoral access site complications, including bleeding that required transfusion and three patients had a stroke or transient ischemic attack. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/69 years old. One patient had a cardiac perforation leading to death, seven patients had phrenic nerve palsy (pnp), two patients had femoral access site complications, including bleeding that required transfusion and three patients had a stroke or transient ischemic attack. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: de novo pulmonary vein isolation in obese vs nonobese patients under deep sedation: does obesity increase procedure complexity? Circulation: heart rhythm o2, 2025, volume 6, issue 10 doi: 10.1016/j.hroo.2025.06.024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.